Event description:
The hcp reported that at two refills, volume discrepancies were noted. The hcp reported that the patient did not feel as though the pump was helpful. The patient was receiving morphine 5 mg/ml and bupivicaine via the pump. Per op report of catheter dye study - "the pump was injected with dye and 2 cc of dye was injected which showed intraspinal injection; however, it was difficult to inject the catheter; therefore, I had to conclude that the catheter either has an occlusion of the distal end or a kink." The spinal portion of the catheter was replaced. As of 9/8/2006, the patient reported "I am feeling better since I got my new catheter. The pump is now helping". Same report a manufacturer's report #6000030-2006-01505.